Manufacturer narrative:
We have received the device for evaluation and we have confirmed the reported incident. We found both internal carotid balloon and common carotid balloon were inflating unsymmetrically and were inflating mainly on one side of the lumen. Our manufacturing team does conduct 100% inspection on each device and tests them for balloon functionality. Each of the common carotid balloons is inflated with 1.5 ml of air using a syringe and the internal carotid balloons with 1.0 ml of air and then inspected to ensure balloons open concentrically. However, it is possible that during manufacturing, the balloons were poorly assembled in this device which led to non-concentric inflation of the balloon. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. We currently have a CAPA (corrective action preventive action) to address this issue. Device was not used in the patient.

Event description:
The common carotid balloon was found to be non-concentric when inflated during pre-use check.